Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 778 mcg/day. It was reported there was a large discrepancy between expected volume and what was actually obtained during a routine refill. A nurse also reported having difficulty filling the pump completely. The event was reported to have occurred on (B)(6) 2018. It was unknown what factors might have led or contributed to the issue. A dye study and rotor study were performed. No actions/interventions were taken. The issue was resolved at the time of the report. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the expected reservoir volume was 4.8 cc, and the actual reservoir volume was 30 cc. The cause of the volume discrepancy was not determined. The cause of the difficulty filling the pump completely was not determined. According to the nurse, she could only fill the pump with 35 cc and not the full 40 cc.